Event description:
The manufacturers rep reported that in 2006, the patient first reported problems with the pump flipping in the pocket. The pump was able to be flipped manually under xray, and then required repositioning x 2 in the operating room. The patient is reported to have recovered without sequela.